Event description:
It was reported that patient had right tha revision due to femoral periprosthetic fracture. Stem, liner and head were exchanged.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown right abg modular stem #4. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.